Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Pr#: (B)(4). Patient information was requested and the customer refused, reporting the information is confidential.